Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low sodium (na) results for an unknown number of patient samples. The erroneous results were reported out of the lab. It is unknown if there were any changes to patient treatment as a result of this event. There were no reports of death or serious injury. The customer stated that after the system has been in standby, the first na result recovers between 3 to 5 mmol/l low. Amended reports were issued for the na results. The customer stated that he felt that the other electrolyte results were okay. The customer stated that he observed excessive air bubbles in the lower section of the flow cell.

Manufacturer narrative:
A bci field service engineer evaluated the system. A clear root cause could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.